Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01507928 returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 130mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 90 and 100mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 8/3/2017. The meter memory was reviewed for previous test result history: 1:155mg/dl 08/28/2017 09:05 am fasting: yes. 2:151mg/dl 08/28/2017 08:35 am fasting: yes. 3:142mg/dl 08/28/2017 08:06 am fasting: yes. 4:153mg/dl 08/28/2017 07:32 am fasting: yes.